Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin and recovering from the event. The patient was discharged from the hospital on a later date. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced and was re-hospitalized twice within ten days for recurring episode of peritonitis. Treatment information was not reported. The patient was discharged from the hospital and is reported to be recovering from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.